Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering. The blood glucose of the customer was 352 mg/dl. The customer alleged the insulin pump was under delivering due to constant high blood glucose levels. The customer was using auto mode at the time of high blood glucose. The customer was using the insulin pump within 48 hours. The customer treated with a bolus from the insulin pump. The insulin pump and the reservoir will not be returned for analysis.